Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline cable, hw12365, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed yellowing and cracking of the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was noted upon clinic visit that patient's prior driveline sheath repair needed to be redone. The tape was fraying in areas of previous repair. During the service evaluation, the previous tape repair was removed. There were two tears noted distal to the the strain relief at driveline connector with 1/4" of tearing noted in 2 places and the wires were intact. There were no alarms. Driveline outer sheath repair performed per fs0012 rev 3. There was no prep for the procedure and there were no pump stop. The patient tolerated the repair without consequence.